Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up with far field r-wave oversensing on the atrial lead. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were made. No more issues were noted. The patient will continue to be monitored with regular follow-ups.